Event description:
Boston scientific crm received information that the patient with this device experienced a syncopal episode and coded. It was noted that vagal issues could have caused/contributed to the syncope. Farfield oversensing was noted in aai mode. It was noted that noisy electrograms were recorded. Information was later received that this patient experienced another syncopal episode. During the device check, noise was noted on the atrial channel.